Event description:
It was reported that during a lap oophorectomy procedure, the device became stuck on tissue. Instructions were given to remove the device, but the jaws failed to open. The surgeon used a competitor's device to cut the device out. The patient has recovered as expected.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.